Manufacturer narrative:
Device passed displacement test. Device was received with missing keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿blood glucose level was unknown at the time of the incident. The keypad has come loose and there's a crack on the battery compartment. The insulin pump will be returned for analysis.